Event description:
It was reported that the patient presented to the hospital, it was noted that the patient experienced shortness of breath, the right ventricular lead was temporarily implanted. It was noted that the patient suffered a cardiac incident on (B)(6) 2017. On (B)(6) 2017 the lead was explanted and replaced. The patient would continue to be followed in the hospital. No further information was available.